Event description:
According to information received, the patient presented with a stiff neck and poor general health. A lumbar puncture identified the presence of bacterial diplococcus cells in the csf. The patient was treated with claforan, penicillin and dexamethason. The patient fully recovered.